Event description:
It was reported that the patient heard a continuous sound from their heartmate ii left ventricular assist (lvas) system while connected to their power module at home. A hazard alarm sounded at 3:00 am on (B)(6) 2022 and at this time, the patient felt uncomfortable and dizzy. The patient visited the hospital where the doctor connected them to a power module, and upon connection, pump stops re-occurred. The site was concerned about potential driveline fatigue. The patient's log files were submitted to technical services for review, and 8 pump stops and 16 low speed advisories were confirmed. On (B)(6) 2022, the patient's pump was exchanged to a heartmate 3 pump, due to the driveline damage.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. The pump was returned assembled with the driveline cut approximately 2.0¿ from the pump housing. Severed portions of driveline measuring approximately 12.5¿ and 23.5¿ were also returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to any flow or functional issues. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. After the bionate and metal-braided shielding were removed from the returned portions of driveline, visual inspection of the underlying wires revealed breaches in the insulation of the green and the orange wires approximately 7.0¿ and 7.5¿ from the pump housing, respectively. The driveline was then submerged in a saline bath for hipot testing to check for additional current leakage through each wire's insulation, and no further breaches were identified. The conductors of the green and orange wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the green and orange wires would have interrupted function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short to shield would have caused the pump stop events observed in the submitted log file data. The disruptions in the wires would have affected wire phases 1 and 3 and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU)and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.